Event description:
The customer reported that the system would intermittently get a fast stop error and would have to be rebooted. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The fast stop circuit was evaluated and reseated. The system was tested and found to be working as intended and returned to service.